Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.4, lab: 2.9; date: (B)(6) 2011, inratio2: 6.7, lab: 3.4. Pt's therapeutic range: 3.0 - 4.0 inr.